Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler unit kept indicating "low water" and would not operate even through there is water in it. As a result, an alternate device was employed. The surgical procedure was completed successfully. Ther was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The field svc rep (fsr) tested the operation of the unit throughout temp range and could not duplicate the reported issue. The fsr measured chlorine content of water in the tank at 3-5parts per million (ppm), which is within spec. Customer will advise the fsr if this intermittent issue continues. The unit operated to MFR spec and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.